Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the reported event was caused by the defect of charge coupled device (ccd) of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus australia for evaluation. In the evaluation of olympus australia the followings were confirmed; olympus australia could reproduce the reported phenomenon which was that the endoscopic image disappeared. Defect of charge coupled device (ccd) of the subject device was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.